Event description:
It was reported that during a tibial nail procedure the surgeon was trying to screw in the end cap and had to reposition the patients knee. The surgeons hand was bumped and the end cap fell into the canal and could not be retrieved. The surgeon opted to leave the end cap in the canal and completed the surgery. No complaint is alleged against the end cap or instrument. This report is for an unknown end cap. This report is 1 of 1 for complaint (B)(4)

Manufacturer narrative:
Device is an unknown end cap, quantity 1. (B)(4). Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.